Manufacturer narrative:
(B)(4). Concomitant products: guide wire: versaturn, joker. Guide catheter: hyperion 6fr jl3.5. Stent: xience alpine 4.0x12. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosis in the left main coronary artery with no tortuosity, mild calcification. After the lesion was checked with intravascular ultrasound (ivus), a 4.0 x 12 mm xience alpine stent was implanted without issue. A 5.0 x 8 mm nc traveler balloon dilatation catheter (bdc) was used for post-dilatation. During retraction, the nc traveler balloon dilatation catheter met resistance with the distal end of the guiding catheter. The device was able to be retracted into the guiding catheter and removed independently from the patient anatomy. The implanted xience alpine stent was well apposed to the vessel wall and the procedure was successfully completed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.